Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with two reloads present. The reload (b) was received unfired and with the swing tab in the locked position, this condition is consistent with an improper loading technique. The reload (c) had the swing tab in the locked position and with 2 drivers up and the remaining drivers were down with staples present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b: sr75, p5874f, unfired, locked. Cartridge c: sr75, p5874f, 2 drivers up, locked. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device would not load. The procedure was completed using a like device of the same product code. No additional information is available. There were no patient consequences reported.